Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the generator encountered c-34 error. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc (isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator unit was returned for failure analysis, and the reported failure was confirmed and replicated. During power-on test, the c-33 error was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the generator throwing error c-34.

Event description:
Refer to h11 for follow-up information.